Event description:
It was reported there was battery depletion. It was noted the recharging process took more time than usually, and the recharging process never completed, even after the patient charged for more than 10 hours. It was logged the impedances were low, <(><<)>150 between two electrodes and it was not specified which electrodes that was. It was reported it was unknown if action was required and both impedance testing and reprogramming were performed for troubleshooting. It was noted the product issue was not resolved, and the cause of the issue was not determined. It was reported the neurostimulator's charging time was prolonged. It was noted there were no actions required as a result of the event. It was reported the patient symptoms associated with this event included less than (B)(6) therapy relief in the patient's right leg. It was logged the patient "hurtled to the ground for two times" and stimulation was lost after that. It was noted that reprogramming solved the stimulation problem, and the recharging problem occurred. Additional information reported "the patient felt and did not feel stimulation anymore, after reprogramming the therapy outcome was as before." It was noted the fall was "not due to stimulation effect." It was logged that troubleshooting was ongoing, it was unclear what the cause of the low impedance was and a group impedance measurement would follow. It was reported that it could not be confirmed that the ins was not flipped inside the patient's body as a result of the fall, and x-rays were not available. It was noted that impedance measurements including therapy and electrode impedances and programming settings that were used during the implant duration would follow. It was logged that trouble shooting with the lead and extension had not been performed. It was reported the serial number of the used neurostimulator would follow and the model and lot number of the used lead/extension was not available. It was noted the patient was receiving effective therapy and the stimulation effect was the same as after implant. Further information received reported that troubleshooting with the patient was to be on thursday (B)(6) 2014. Additional follow up information requested but not yet received at time of report. Supplemental will be sent when further information becomes available.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that the patient, implanted with this implantable neuro stimulator (ins), lost stimulation after a fall (2x). Reprogramming solved stimulation problem. Low impedance (<(><<)>150 ohm) was measured and now recharging problem occurs. Recharging process takes more time than usually and the recharging process never completes (patient charged for more than 10 hrs). Preliminary geo assessment: low impedance causes recharging problems. After fall patient did not feel stim anymore. After reprogramming, therapy outcome as before. Troubleshooting is ongoing, impedance measurements will follow. The troubleshooting with patient is on tuesday (B)(6) 2014 preliminary geo conclusion: suspect short circuit in connector or insulation damage to the lead due to fall causing low impedance. Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).